Manufacturer narrative:
A ge rep evaluated the system and performed a beam alignment. System operates as intended.

Event description:
Customer reported the system will not produce an image during fluoro. No patient injury was reported.